Event description:
Additional information was received from the patient that reported that he was worried about his increased premature ventricular contraction since the installation of the system, but will get with a cardiologist before jumping to conclusions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that since implant, the patient had been on group c which is the high frequency setting which has caused increasing in his pvc (premature ventricular contraction) on the heart. The day of the report, the patient met with the manufacturer representative who reprogrammed them and now it was all better. The patient stated that he has a history of pvc and has been on medication. The patient reported an increased in incidents when he was on program c.

Event description:
Additional information received from the patient on 11-oct-2016 reported that the premature ventricular contractions (pvc) he had experienced had gone away on their own. The patient stated that he thought the pvcs were from being just a little stressed after implant and he had not had any since then. The patient also noted that he had a number of health issues and that may have contributed, but they were gone now. The patient stated that he was very happy with the stimulator, but he had developed new pain since implant that the stimulator was not implanted to cover. The patient noted that was seeing a new primary care physician (B)(6) 2016. The patient noted that he wanted to be clear that the stimulator was helping him and he appreciated all that the manufacturer and representatives had done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.